Manufacturer narrative:
The lift and the vest involved in this event have been inspected on-site by a hillrom technician. No malfunction was found with the lift, which performed as intended. The support vest presented a knot in a position that corresponds to the location of the hematoma developed by the patient. If the vest was not applied to the patient appropriately, or the procedure was not performed following instructions for use, this user modification of the vest could have contributed to the reported injury. Hillrom is in the process of contacting the customer for additional information on the reported event and severity of patient injury. Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
It was reported that the patient was transferred from the bed to the chair using the lift. The patient was then noted to have a hematoma on the left breast, however, there was no report of patient fall nor device malfunction associated with the event. The patient's medical history includes left tarsometatarsal amputation and prescribed anticoagulation medication. The patient was admitted to the hospital on (B)(6) 2022 due to pulmonary congestion, an emergency diagnosis of possible internal bleeding of patient on anticoagulant due to possible fall, fracture or avk overdose is noted. This report was filed in our complaint handling system as (B)(4).

Event description:
On (B)(6) 2022 hillrom received an user report from ansm regarding an event that occurred the (B)(6) 2022 with the use of the sabina ii lift. It was reported that the patient was transferred from the bed to the chair using the lift. The patient is noted to have a hematoma on the left breast, however, there was no report of patient fall nor device malfunction associated with the event. The patient's medical history includes left tarsometatarsal amputation and prescribed anticoagulation medication. The patient was admitted to the hospital on (B)(6) 2022 due to pulmonary congestion, an emergency diagnosis of possible internal bleeding of patient on anticoagulant due to possible fall, fracture or avk overdose is noted. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The lift and the vest involved in this event have been inspected on-site by a hillrom technician. No malfunction was found with the lift, which performed as intended. The support vest presented a knot in a position that corresponds to the location of the hematoma developed by the patient. If the vest was not applied to the patient appropriately, or the procedure was not performed following instructions for use, this user modification of the vest could have contributed to the reported injury. Multiple attempts to obtain additional details of the event have been unsuccessful. The liko sabina lift is intended to be used in a healthcare environment to assist with patient¿s that can actively participate in the raising motion but have difficulty standing on their own from a seated position. The size of the patient and the patient¿s overall mobility determines which size lifting accessory (vest/sling) as well as sling bar should be used. The device IFU states prior to lifting ensure that: the lifting accessories are not damaged, the lifting accessory is selected appropriately in terms of type, size, material and design with regard to the patient¿s needs, the lifting accessory is correctly and safely applied to the patient in order to avoid bodily injury, the lifting accessory is correctly applied to the sling bar, the sling bar latches are intact, missing or damaged latches must always be replaced with new ones; the sit-to-stand vest¿s/sling¿s straps are properly connected to the sling bar hooks when the straps have been fully, extended but before the patient is lifted from the underlying surface, and the caregiver should assure that the patient not are at risk of falling forward or to any side during lifting. The sabina ii ee IFU (7en155106) states: ¿sabina sit-to-stand lift is intended for use with patients who are able to actively participate in the raising motion; the lifting accessory is selected appropriately in terms of type, size, material and design with regard to the patient¿s needs; lifting a patient by using a sit-to-stand aid may cause injury to the patient if their balance and/or strength is not sufficient for the chosen activity/accessories.¿ in this specific situation, due to her age, 89 years old, and the amputation on her foot, the patient may have not been suitable for this procedure. A hematoma is an injury to tissues with skin discoloration and without breakage of skin. Blood from the broken vessels accumulates in surrounding tissues, which may produce pain, swelling, tenderness, and discoloration of the skin. Some medications such as anticoagulants may increase the risk of hematomas. Most hematomas heal without treatment, but cold compresses may reduce bleeding if applied immediately after the injury, and thus may reduce swelling, discoloration, and pain. It is likely that the reported injury was due to the misuse of the ill-fit of the vest, as it is noted that a 'knot" was found in the vest's strap indicating that the vest used in the event was not the proper fit. Although no patient fall was reported and the device was found to be functioning as designed, the severity of the patient injury could not be confirmed as multiple attempts to receive additional information were unsuccessful. Therefore, based on the limited details available, hillrom considers this event reportable.